Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy occurred and the patient experienced pain. As reported, ¿ the patient reports about a revision on (B)(6) 2015 because of volume discrepancies.¿ during the refill on (B)(6) a significant volume discrepancy occurred again. The expected reservoir volume (erv) was 1 milliliter (ml) and the actual reservoir volume (arv) was 40 ml. Clarification was requested on the reported discrepancies. It was unknown if any actions were required or if diagnostic testing or troubleshooting occurred. The issue was reported as unresolved and the cause undetermined. The pump was planned to be explanted on 2015-(B)(6). The patient¿s status at the time of the report was unknown. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify the model/serial of the products involved with the february discrepancy, resolution, and medications involved. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Please note the new information now provided would impact on the initial report as no surgical intervention took place or was required. Therefore, this event would not be considered a serious injury but rather a malfunction at this time.

Event description:
It was further clarified that volume discrepancies also occurred in (B)(6) 2015 with this pump. Specific volumes of the (B)(6) occurrence were not known. The erv 1 and arv 40 were associated with the may volume discrepancies. It was also clarified that there were no surgical revisions done in (B)(6) 2015 to replace the pump or catheter at that time. The two occurrences of discrepancies were reported as related. There were no allegations of a "pump"/pocket fill with either of these discrepancies. At the time of the events the device system delivered morphine mg/ml, the dose was not known. A catheter occlusion was not excluded but a rotor test was done, the pump remains implanted, and there is no planned explant of the pump. Should additional information be received a supplemental report will be filed.